Event description:
The report from the field indicated that: upon removal from the package, it was noted that the shaft of the 3.0x18mm cypher stent was broken. The product was not used in the pt.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days of receipt.